Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿high¿; however, a specific value was not provided; cause was unknown reportedly, the customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.